Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24736292. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that 15 patients experienced mild to moderate pain.

Manufacturer narrative:
This report is being amended to reflect changes in sections. No device or photographs were returned for review; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause for the pain cannot be determined with the information provided. This device is used for treatment.